Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 26.3 mmol/l and 10.1 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.